Event description:
The complaint was received on 11/19/96 from the risk manager. Risk manager stated that the broken screw was found upon removal of the hardware. The pre-postoperative report states that the hardware was being removed as a result of "retained hardware with lumbosacral pain", the distal end portion of the screw ws left in the pt so as to not disturb the quality of bone.